Manufacturer narrative:
The motor device was received for evaluation. The motor device was evaluated and the reported condition was duplicated. Evidence indicates this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the motor device¿s ¿handpiece was pulled apart at the elbow from the hose exposing wire.¿ the reporter stated that the deficiency occurred during cleaning. There were no injuries reported. There was no delay in the surgery. There was no additional information provided.